Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of resistance when trimming the catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one guillotine style catheter trimming device and one segment of 4fr single lumen powerpicc catheter. Microscopic inspection of the trimmer blade revealed unidentified residue, which appeared to be adhered to the cutting edge. No such residue was observed on the non-complainant trimmer. The grind-sharpened edge appeared well formed and unremarkable. Attempts to cut both the complainant catheter and a non-complainant catheter using the trimming device were successful; however, greater effort was required than that needed using a non-complainant trimmer. The complainant trimmer also resulted in some catheter compression. It appeared that the residue adhered to the trimmer blade may have contributed to the resistance encountered when trimming the catheters; however, the source of the residue was not identified, nor was it determined when the residue was introduced to the trimmer. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported by the customer the trimmer in the PICC kit was hard to trim. Initally she thought the wire was in the catheter due to it being so hard to trim but it wasn't. No impact. Additional information received 02/05/2024: it was reported by the customer there was no patient or healthcare professional injury. There was a semi delay, but it was not long. Treatment was completed. 7/16/2024 - the device returned for evaluation had residue adhered to it.